Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation.the patient reported that he was unable to recall the date and time the alleged product issue began. He stated that he tested his blood and obtained an alleged high reading on the subject meter, however he was unable to recall the result. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with lantus insulin (self-adjuster) and reportedly took unspecified insulin in response to the alleged high reading. The patient stated that on an unspecified time after the alleged issue began he developed symptoms of ¿tingling in the extremities and a change of perception¿. The patient reported that he then self-treated by consuming a food and/or drink. The patient was unable/unwilling to confirm if he obtained a blood glucose result on another device. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced.this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.